Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose greater than 13.8mmol/l but less than 27.7mmol/l, with abdominal pain, blurred vision, polyuria, symptoms of dehydration, confusion, collapse, and unspecified ketones, associated with an alleged no power issue. Reportedly, the patient discontinued pump therapy, and was treated in the emergency room by their healthcare provider with intravenous fluids. During troubleshooting with customer technical support, it was revealed there was moisture behind the display, the battery compartment was cracked, and there was no power. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a no power issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: a review of the black box and pump history showed the pump stopped delivering the day before the alleged adverse event, and were not resumed. The battery compartment was cracked. The returned battery cap and the test battery cap were unable to secure to pump up the pump, due to the cracked battery compartment. The alleged no power issue was duplicated during testing. Condensation was found under the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.